Event description:
Technician alleged that the head section would not raise. No injury reported.

Manufacturer narrative:
Technician found the head section valve was clogged. The technician replaced the head section valve to resolve the issue.